Event description:
Patient fell off of table step. No injuries were reported.

Manufacturer narrative:
The step involved was returned and examined. It was found that one of the slides holding the step to the table was out of specifications. The cause appears to be that the step was either damaged during installation or abused during use.